Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00877502803, bioloxâ® delta, ceramic femoral head, lot # 2804373; item # 00771101120, femoral stem, lot #64151576; item # unknown, unknown cup, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left tha. Subsequently, approximately 4 months post op the patient sustained a ground level fall and required a revision surgery due to periprosthetic fracture. Additional information was requested however, none was available.